Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified anterior tibial artery (ata). A 2mm x 20mm x 143cm coyote es balloon catheter was advanced for dilatation, however, during the first inflation at 6 atmospheres for 3 seconds the balloon ruptured. The device was removed and completed with a different device. There were no patient injuries reported and the patient condition was good.